Manufacturer narrative:
A direct correlation between the patient¿s outcome and the device could not be determined. The device was not returned for evaluation. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 06/28/2016 stating that the patient did not have any prior history of stroke or carotid disease. The patient suffered an ischemic stroke.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 23 days. It was reported that the device will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient suffered a stroke several days after implant as diagnosed by CT scan. The patient never woke up after implant and care was withdrawn. It was reported that the pump was working as intended. No further information was provided.